Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent altitude alarms while flying on an airplane. The customer does not recall specific blood glucose (bg) value, but stated was less than 240 mg/dl. It was also reported that the customer was not able to treat because of not having manual injections at the time. The customer reported on another occasion the bg level was 216 mg/dl yet indicated the bg level had not decreased and administered insulin to address. While contacting tandem technical support, the customer reported that the altitude alarms had cleared after an hour and had resumed insulin delivery.